Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. In addition, it had minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads. No burn motor assembly or electronic assembly noted during visual inspection.

Event description:
It was reported via phone call by customer's wife that the insulin pump burnt up. Customer's wife stated the insulin pump got hot and exploded. The customer's blood glucose was unknown. Customer's wife stated the insulin pump had a damage screen. Customer stated he is unable to read the screen. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Advised customer the insulin pump will be replaced.